Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient complained of intermittent dizziness and chest pain. Review of an electrogram (egm) revealed atrial lead noise. The patient was referred to the nearest clinic for a check. The patient currently felt fine.